Event description:
Stem cell product was cryopreserved in cryocyte container which cracked under the port during thawing. The stem cells from the broken bag were not reinfused. No engraftment info is available at this time.